Event description:
It was reported that: patient has a subtrochanteric fracture of both stem and femur. The fracture of the stem is about 10 cm. From the distal part of the exeter stem so, patient underwent revision.